Event description:
It was reported that the pulse generator was not providing any output pacing to the patient and could not be interrogated. The patient had undergone several episodes of therapeutic radiation. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that both wire bonds on the vb+ lifted. With the battery reconnected to the pulse generator it exhibits normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.